Event description:
Patient undergoing arthroscopic rotator cuff repair on a left shoulder. Two suture anchors were implanted and explanted; the first anchor broke, the screw came off the handle and was retrieved from the patient's shoulder by surgeon using xray. With 2nd anchor the screw bent but was able to be removed intact w/handle remaining attached.